Event description:
Health professional reported explant of the port due to pt allegedly experiencing "pain." Health professional has declined to provide any additional info at this time.

Manufacturer narrative:
(B)(4). Allergan has received the product however, the device has not been identified nor has the analysis been completed at this time. Based upon the model number and serial number provided by the reporter, the connector type is assumed to be a taper ii. Pain is a physiological/surgical complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No additional info has been reported to allergan regarding the implant date. Device labeling addresses the reported event of pain as follows: "there were additional occurrences of these events that were considered to be non-serious. Other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included: abdominal pain, chest pain, incision pain and port site pain."